Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Customer attempted to load a new cartridge on the pump, but damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump until the new pump arrives.